Manufacturer narrative:
The customers reports that the cns (central monitoring system) keeps freezing. The biomedical engineer will perform a hard reboot and the device will run for a short time and then freeze again. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The software was reloaded on the cns to correct this issue. The software was upgraded from version 02-10 to version 02-40. Repaired unit was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customers reports that the cns (central monitoring system) keeps freezing. The biomedical engineer will perform a hard reboot and the device will run for a short time and then freeze again.